Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) noted that their device had migrated under her armpit and was subsequently repositioned. The patient then noted that the device had eroded through the patient's incision and was repositioned again. Then the patient noted having swelling and drainage from the device incision and feeling small "shocks" from device area. Technical services (ts) discussed that some people have looser skin or muscle tone so it can be more difficult for the device to stay in place, and recommended discussing further with her physician. The patient also asked if the device belonged to an advisory population. Ts discussed that none of her implanted products belonged to any advisories.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that this device and lead system were explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the patient later complained of feeling pain and heat coming from the implant site. It was noted that the patient's clinic was aware and wanted the patient to complete a remote interrogation. No additional adverse patient effects were reported.